Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1b endoleak of the left common iliac artery event/incident was confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a type ii endoleak (non-device related failure) of the sacral artery. The most likely causation for the type 1b endoleak is user related due to the off label bilateral iliac arteries (right=26.5mm and lefty=26.4mm); they should be between 10-23mm per IFU. The type 2 endoleak is anatomy related. The final patient status was reported being discharged on the fifth postoperative day to a skilled nursing facility. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: h6: evaluation code: remove code 3233. H6: device codes: remove code 3190. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with an afx bifurcated stent graft, an afx vela suprarenal, and two (2) afx limb stent graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately 3.5 years post initial procedure, the patient was previously treated for a type 1b endoleak coming from the right iliac limb with expanding common iliac artery aneurysm. Approximately 26 days post re-intervention, the patient underwent a tertiary for a type 1b endoleak of the patient¿s left common iliac with implant of an additional afx limb stent graft. Seal was successful. The previous intervention was reported under MFR# 2031527-2020-00212. Additional information: it was also discovered that a type 2 endoleak (non- device related failure) of the sacral artery had occurred.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with an afx bifurcated stent graft, an afx vela suprarenal, and two (2) afx limb stent graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately 3.5 years post initial procedure, the patient was previously treated for a type 1b endoleak coming from the right iliac limb with expanding common iliac artery aneurysm. Approximately 26 days post re-intervention, the patient underwent a tertiary for a type 1b endoleak of the patient¿s left common iliac with implant of an additional afx limb stent graft. Seal was successful. The previous intervention was reported under MFR# 2031527-2020-00212.